Event description:
At explant, the sjm valve was found to have thrombus on the pivot guards and pannus in some areas, but there was no impact on leaflet function. It was reported that warfarin had not been administered for the previous three years. A 27 mm bioprosthesis from another manufacturer was implanted and the pt was in stable condition following the procedure.